Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. The lesion was pre-treated with angioplasty. The 5.5 x 60 mm supera stent delivery system was advanced to the target lesion without difficulty and the stent was deployed; however, the deployment lock was not unlocked to release the stent; therefore, during removal of the stent delivery system, the stent was removed as well. There was no adverse patient effect and no clinically significant delay. A second supera stent was used to complete the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the deployment lock was not unlocked prior to removal of the stent delivery system and the stent did not release. It should be noted that the supera peripheral stent system instructions for use (IFU) states: rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. The investigation determined the reported difficulties appear to be related to the deviation of the IFU as reportedly the deployment lock was not unlocked prior to removal of the stent delivery system. Therefore, the thumb slide was not advanced to the distal most position on the handle and the stent did not release; resulting in the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.